Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damaged keypad trace. Minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after it fell while customer was in the shower and hit the wet floor. Customer's blood glucose was 157 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.